Event description:
When the physician applied a fallopian tube clip to the pt's tube, the applicator would not release the clip and tube. Some manipulation was necessary to remove the applicator and free the clip. No pt problem was reported.